Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a burning sensation in the pocket, which lasted for a day after turning the device off. All the impedances were good. She received stimulation but the stimulation was in the upper arm when the leads were implanted low thoracic. It was noted that she had a kidney stone in the left kidney which was the same side of the ins. The health care professional confirmed that the pt experienced new pain. The event was attributed to the device. An x-ray showed no migration of the leads. A revision and ins change will be performed when the pt obtains health insurance. The pt outcome was noted as a non-serious injury/illness.